Manufacturer narrative:
On 12/17/2019, the mentor failure analysis lab has received the device for evaluation. The suspect device's date of implantation was also updated per available information and best estimate to (B)(6) 2006. On 12/20/2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during evaluation the sample was found ruptured. Also a crease was found in the edges of the tear. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 375cc gel breast prostheses that both ruptured after implantation. Bilateral silent rupture was diagnosed by a healthcare professional. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. The reported implantation date is before the device manufacture date of the suspect medical device. Mentor will report the dates as received. If clarification is received on the implantation date, a supplemental report will be submitted. This medwatch report is for the patient¿s left breast prosthesis.